Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-pacemaker dependent patient presented for a routine exam, an episode of ventricular fibrillation with noise was observed. The noise was unable to be reproduced with isometrics. Further testing was recommended. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that the patient presented to the emergency room after receiving inappropriate shocks for lead noise. Lead replacement was suggested.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2017. Externalized conductors were noted. The patient was stable before and after the procedure.